Manufacturer narrative:
Per good faith effort (gfe) response received, the customer confirmed that a 1201 "patient circuit occluded" alarm error was found in the error logs. The customer replaced the blower assembly and verified that the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service.

Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that there was a patient occlusion alarm error on the screen during setup, and there was no output at patient outlet. There was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The remote service engineer (rse) provided the customer with the part number of the replacement blower assembly as the recommended repair.